Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional is broken. While it was not noted as broken during the surgery, the surgeon did extensive pulse lavage before completing the procedure, and it is not believed that pieces would have remained in the patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp has a fragment from the anterior post feature fractured off. Fragment not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The device was manufactured in sep of 2015 and had an approximate field life of nine (9) months with an unknown frequency of use. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.